Event description:
This is one out of three jr 4 catheters that were attempted on this case. All three of the have the same lot# as well. The catheter was removed from the package like usual. When trying to load a wire it was noticed to be getting stuck. The catheter had a kink down near the bend.